Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea and weakness as well as trouble with both walking and their memory. As treatment, the patient applied a new pod prior to going to the hospital. Once at the hospital the patients pod was removed and they were treated with intravenous fluids as well as insulin. The patients heart and blood pressure were both monitored. The patient was released from the hospital after 24 hours. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.